Event description:
This spontaneous report was received on (B)(6)-2012 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b tampons regular absorbency, vaginally for normal menstruation (lot number 2100n9232, expiration date and frequency unspecified). After an unspecified duration, while using, she noticed that the strings of the two tampons were missing. It was stated that the consumer had purchased a box of forty tampons. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b tampons regular absorbency, vaginally for normal menstruation (lot number 2100n9232, expiration date and frequency unspecified). After an unspecified duration, while using, she noticed that the strings of the two tampons were missing. It was stated that the consumer had purchased a box of forty tampons. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number was changed from 2100n9232 to 2100m9232. Based on the investigation results, no assignable cause was identified. Corrective actions were implemented on all automates to prevent missing string occurences. These actions were implemented after this lot was manufactured. No further action required at this time. The case remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4)-2012 for a device product that is considered same/similar to a us marketed device ((B)(4)). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (ob regular non-applicator 40s). This closes out this report unless additional follow up information is received.